Manufacturer narrative:
E1:(B)(6) hospital. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s reported image issue and found it was due to damage on charged coupled device (ccd) unit, the image disappears during angulation in up / down directions, and the image sensor cable short-circuited. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the image issue was likely the result of stress of repeated use, external factors or handling of the device over time. The image sensor (ccd) unit was damaged, may have had disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions: ¿the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. Inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23). 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ during the evaluation, the following was found: deterioration or breakage of the adhesive, bending angle in up direction exceeds the standard value due to damage on bending tube, bending section cannot be fixed firmly due to damage on forceps elevator (fe) lever, video connector had a scratch and a crack, protector of universal cord on control section side had a scratch, right/left (rl) lever had a scratch, light guide (lg)-cover glass had a scratch, downward plate had a scratch, universal cord had a scratch, grip had a scratch, switch 1 had a scratch, angulation lever had a scratch, right/left (rl) plate had a scratch, control unit had a scratch and light guide (lg )connector had a scratch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope image was interrupted. There were no reports of patient harm.